Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported upon removal the string pulled completely out of a tampon leaving the pledget inside her vaginal cavity. Consumer stated she manually removed the pledget and it shredded into pieces upon removal. She was able to remove all the pledget pieces and did not seek medical attention. She did not experience any adverse health effects.